Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port damaged ext tubing and leaked this is a complaint about extension tube damaged during use. It was reported that on 16th april when the customer attempting to secure the connector by pressing in a clamp, it slipped and cut the extension tube with the edge of the clamp, resulting in a leak of liquid.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage and tubing damaged/defective was confirmed upon inspection of the sample. Analysis of the sample showed the extension tubing to be torn off between the tube and luer. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The nexiva manufacturing process was reviewed. There is no change in the process that could cause the extension tubing damage seen on this sample. The non-conformance could have occurred due to user activity. As it is unknown how the sample was used, the root cause could not be determined.